Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -11.50/3.5/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Elevated iop(44mmhg) without pupil block and angle closure was assessed on (B)(6) 2021. Significant reduction of irido-corneal angels, glare/haloes, blurred vision, and excessive vault were observed, the lens was exchanged for a shorter length lens on (B)(6) 2021 and the problem was resolved. Cause of the event is reported as patient-related factor, "unusual anatomy". Reportedly, "all looks good, much less glare in new lens per patient."